Event description:
It was reported to medtronic minimed that the customer experienced inaccurate readings. Customer stated the sensor reading was in the 90¿s when in fact of blood glucose was in the 40¿s. The event involved product(s) mmt-7040a, mmt-1884, mmt-342, mmt-431ag. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer had been used the insulin pump within 48 hours of reported low blood glucose event and it was unknown whether the automode feature was active at the time of reported low blood glucose event. Troubleshooting was not performed for sensor glucose vs blood glucose. Customer reported the sensor glucose and blood glucose difference was not with in the range. And it was more than 30%. No further patient complications were reported. Product mmt-7040a was requested and customer will discontinue to use the sensor. Customer agreed to return the device. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431ag.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusion), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: sensor is not returning.